Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A fresenius res (regional equipment specialist) technician was called onsite by a user facility to repair a 2008t machine with a reported power supply shorted. The res replaced the power supply, power logic board. The res later reported that one of the capacitors on the machine visibly burned and the motherboard was shorted. The res advised arcing was reported in the power supply. The res replaced the power supply, power logic board. And the mother board to resolve the reported issue. Machine functional tests were completed and passed onsite after repair.

Manufacturer narrative:
Plant investigation: a fresenius res (regional equipment specialist) technician was called onsite by a user facility to repair a 2008t machine with a reported power supply that was shorted. The res replaced the power supply and power logic board. The res later reported that one of the capacitors on the machine visibly burned and the motherboard was shorted. The res replaced the power supply, power logic board. And the mother board to resolve the reported issue. The machine functional tests were completed and passed onsite after repair. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.